Manufacturer narrative:
(B)(4). Complaint was confirmed by review of x-rays. A trabecular metal acetabular shell and an unknown poly liner were returned. Visual inspection identified damages on both products. The locking ring of the shell was cold welded and seized in the lock ring groove. The rim of the poly liner was fractured and completely detached from the articulating surface. A portion of the tm shell and the liner's rim were missing. X-ray review demonstrated large areas of lucency in the trochanter region. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: 00620205421, shell porous without holes 54 mm, lot 60992167. Unknown liner. Unknown head. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02210, 0001822565-2018-02211.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient was revised due to a broken liner, dislocation, a worn ceramic head, and excessive metallosis which encapsulated to a huge placenta live tissue eight years post-implantation. X-ray review also demonstrated large areas of lucency in the trochanter region. Attempts have been made and additional information on the reported event is unavailable.